Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the cortical fix fenestrated screw mis ti cfx fen poly 8x80 was being inserted into the s2-alar position and became tight. At the point of no possible further forward momentum, the decision was taken to remove the screw and utilize a smaller diameter screw. The screw came detached from the screw insertion instrument (286725300) as the torque required was too large. Many alternative instruments were used to try and remove the screw with counterclockwise rotations however they didn¿t work. During this screw removal attempt, a screw mis ti cfx fen poly 7x70 placed intradiscally though s1-l5 was to be reversed slightly in order to gain further room and leverage on mis ti cfx fen poly 8x80. At the first attempt to reverse this screw, the polyaxial head eventually pulled over the head of the shank of the screw which had fatigued and broken. There was significant proudness of the screw shank and therefore there was significant time taken to try to remove this. Eventually, several burrs were used to ¿cut through¿ the screw and get it flush to the patients bone where it was left in situ. There was a surgical delay on an unknown number of minutes. Procedure and patient outcome were unknown. This complaint involves two (2) devices.